Event description:
It was reported that this patient pacemaker experienced a sudden drop in heart rate to the lower rate limit (lrl) after stopping during a bike ride. Technical services (ts) reviewed the device and found no malfunction. The current rythmiq mode limits rate smoothing to the atrium, which may reduce its effectiveness. A recent episode showed a prolonged pr interval, raising concerns about possible heart block. Under sensing was observed, likely due to the rythmiq algorithm where the right atrium (ra) can blank out the right ventricle (rv), preventing proper ventricular sensing and response. Ts recommended testing atrial pacing and evaluating minute ventilation responsiveness in-office. The device remains in service. No adverse patient effects were reported.